Event description:
It was reported that during a recanalization procedure for elongated occlusion from proximal superficial femoral artery to truncus tibiofibularis via common femoral artery access, the catheter allegedly did not rotate. It was further reported that the rotarex system was disconnected and reconnected and flushed multiple times, but there was still no effective rotation and aspiration identified. Reportedly, it was therefore necessary to switch to an open supply concept and in the absence of an additional device, the health care provider decided to perform an open procedure with the installation of a femoro-popliteal piii vein bypass on the left. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex that are cleared in the us. The pro code and 510 k number for the rotarex are identified. The medical device manufacturer (d3) and manufacturing location (g1) for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiration date: 11/2024). Device pending return.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex that are cleared in the us. The pro code and 510 k number for the rotarex are identified in d2 and g4. H10: the medical device manufacturer (d3) and manufacturing location (g1) for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was returned for evaluation and a physical investigation was performed for catheter. After couples of runs with water catheter worked as intended and nominal aspiration level was achieved. Therefore, the investigation is confirmed for the mechanical jam issue. A clear root cause could not be identified but a blockage of the catheter represents a known inherent risk. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 11/2024), g3. H11: h6 (method, result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during a recanalization procedure for elongated occlusion from proximal superficial femoral artery to truncus tibiofibularis via common femoral artery access, the catheter allegedly did not rotate. It was further reported that the rotarex system was disconnected and reconnected and flushed multiple times, but there was still no effective rotation and aspiration identified. Reportedly, it was therefore necessary to switch to an open supply concept and in the absence of an additional device, the health care provider decided to perform an open procedure with the installation of a femoro-popliteal piii vein bypass on the left. There was no reported patient injury.